Event description:
Complainant alleged that during a routine shift check by a clinician, the device only displayed a dot on the monitor screen and the recorder would not print. The complainant indicated that there was no pt involvement in the reported failure.